Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Angina and stenosis are listed in the xience xpedition eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2015 two 3.5x18 mm xience xpedition stents were implanted in the mid left anterior descending coronary artery (lad) with diffuse severe stenosis. The patient was re-hospitalized on (B)(6) 2016 due to unstable angina. Coronary angiography on (B)(6) 2016, found mild intimal hyperplasia in the stent, mild stenosis in the mid-lad and collateral circulation supplying the distal descending branch. The patient recovered well and on (B)(6) 2016, was discharged from the hospital. Physician confirmed this event was not related to baseline procedure and the stents. There was no additional information provided.